Manufacturer narrative:
(B)(4). Evaluation results: death; lack of info, no films, no autopsy report.

Event description:
During index procedure, two endeavor sprint rx stents were implanted at the proximal rca (overlapping). Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, and 2 year follow-ups. Sudden death is reported to have occurred approx 29 months post index procedure. The pt's husband found her not breathing with cyanosis. Before that, the pt had no angina and no other mi symptoms. The investigator reported that death was possibly caused by a pulmonary embolism. Investigator has indicated that the event was not related to the study stent and was not related to the study procedure. No autopsy report is available. The pt was taking asa 24 hours prior to event. (Ref MFR # 2953200-2010-02683).